Manufacturer narrative:
Follow-up #1: date of submission 07/31/2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap would not fully tighten properly to the pump case and was difficult to remove due to stripped battery compartment threads. Pliers were needed to remove the battery cap from the pump. No power reboots occurred during testing. The battery cap height and width contacts were observed to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is against the battery cap alone. The reporter stated that the battery cap could not be removed from the pump. Reportedly, there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.